Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer support instructed the customer to attempt charging the pump using a different wall outlet and to leave the wall adapter plugged in for at least 30 minutes to see if charging would commence. Eventually, the customer reported the battery reached 100%.